Manufacturer narrative:
Although there is no claim against the product, an investigation was completed to determine the cause of the product return. The fenestrated bipolar forceps were analyzed and found to have the conductor wire insulation damaged. There was no material missing, however, the conductor wire was exposed. The instrument passed an electrical continuity test. There was no complaint against the fenestrated bipolar forceps to assess the effect of its failure. Additional findings not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.197¿ - 0.023¿ in length and were not aligned with the tube axis. This complaint has changed to a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
The fenestrated bipolar forceps instrument was an incidental return. No allegation was made against this product. There is no further information available at this time.